Event description:
Customer reported that a pump issued an altitude alarm. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received tips for preventing altitude alarms from cts and was able to resume insulin with the original cartridge without needing a replacement.